Manufacturer narrative:
Follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips that this hsxl+ defibrillator was "not shocking". The device was in use on a patient but no additional details were provided.